Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.